Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp therapy due to possible svt instead of hv therapy. The device was reprogrammed. The patient will continue to be monitored normally.